Manufacturer narrative:
The reason for this revision surgery was to remedy a loose shoulder joint and erosion of the pegged glenoid with bone loss after 7 years, 7 months, 13 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint a review of the product complaint report history showed there have been 2 prior complaints reported against this part; this is the first complaint against this lot number. The erosion of a pegged glenoid occurs after prolonged in vivo time, associated with bone loss results in device loosening. Other factors unrelated to the implant, that can play a role in the implant becoming loose, are degenerative tissue and improper implant selection. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to a loose shoulder joint and erosion of the pegged glenoid with bone loss. The surgeon removed the glenoid and head, he replaced them with a keeled glenoid and thinner head.